Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15476. It was reported the pt experienced heating at the ipg site while charging. The pt stated she charges for shorter periods of time in order to avoid experiencing the heating. A replacement le charging system was sent to the pt. Follow-up information indicated the pt received the le charger and pt states it is fine.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.